Event description:
The customer reported that during a right total knee arthroplasty procedure the cautery tip caught fire. The staff indicated that the coating on the tip appeared to have caught fire. There may have been eschar on the tip. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will submitted.